Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES the drawer was damaged, it displayed a black screen as disconnected. The customer also requested for the drawer replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 13-AUG-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2 was not detecting cubie pockets. A field service engineer reseated all row board connections and restarted the system. Further investigation revealed that the Passport bus cable was partially unseated. After securing the cable connection, communication with the cubie pockets was restored. The drawer was tested and verified to be functioning properly, with all pockets detected and operating as expected. The system functioned as intended after the field service engineer repaired the device.